Event description:
Intraoperatively, we have been using the surefoam 45 stapler but at time about 1702, after firing the third green surefoam 45 stapler, da vinci hand #2 suddenly locked and so the surefoam stapler got stuck and wasn't releasing automatically on the patient's bronchus area. The or team followed the guide of "manual release" by turning the stapler 40 times counterclockwise. While doing the turning, the surgeon called the da vinci hotline and was talking to the representative over the phone about troubleshooting. After a couple of minutes, they said stapler finally opened.